Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a crackling noise and smoke emerging from the area between the scm and the analyzer on an alinity I processing module, sn: (B)(4). No fire was observed, and no injury occurred. During the investigation, the fsr found no evidence of burning or charring on either the power supply or any connectors attached to the power supply. The fsr replaced the main power supply, processing module, part number: a-30103383-02, which resolved the issue. The analyzer was returned to normal operation. There have been no further occurrences of burnt components after the main power supply was replaced by the fsr. A review found the 2020 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. No evidence of fire on the power supply or cable connectors was noted and no damage to any other analyzer component was observed by the fsr. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a cracking noise and then saw smoke while using an alinity I analyzer. It was noted that the smoke was seen between the scm and the instrument and the instrument shut down. There were also instrument error messages including temperature and optics card warnings. The power supply was replaced, and the instrument is working properly again. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.